Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6. A review of the complaint history for sn 15937978 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the screen appeared entirely black. A field service engineer tested the power, isolated the main device from the station and checked all drawers and tested the functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system screen appeared entirely black while nurses tried to retrieve medications. The station was also offline in rss, user unable to dial in to the station. The customer also stated that the user had managed to access medication from other stations. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station is entirely displaying a black screen. Field service engineer verify the station and found no issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system station is entirely non-functional, displaying a black screen. The customer reported that users were unable to remove medications and screen appeared entirely black. However, the user was able to obtain the medication from nearest station. There were no adverse events or injuries reported based on this incident.